Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Other relevant device(s) are: product ID: 37746, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Caller reported that patient programmer (pp) and ins do not work. Caller didn't have any further information on this. No symptoms were reported and no further complications were reported/anticipated.